Event description:
It was reported to boston scientific corp in 2009, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during a gastrointestinal dilatation procedure. According to the complainant, during the procedure, water was leaking in the middle of the balloon. There was a tear in the balloon. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device manufacture date and expiration date are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental MDR will be filed.